Manufacturer narrative:
Product analysis: analysis was able to confirm the ventricular output connector was defective, the connector was broken. The output connector assembly was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an issue with the ventricular output connector. The epg was returned for service. No patient complications have been reported as a result of this event.